Event description:
It was reported that the physician attempted to interrogate the patient's device; however, the device was unresponsive. The patient was referred to surgeon for generator replacement. No known surgical intervention has been performed to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
It was reported that the patient underwent generator replacement on (B)(6) 2014. A company representative was present at an appointment 2 weeks prior to surgery at which time the generator was again unable to be interrogated with two separate programming systems. It was reported that the physician attributed the failure to program to device end of service. Attempts to have the explanted generator returned for analysis have been unsuccessful to date.